Event description:
This is being filed to report difficulty deploying a clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted. A third clip was advanced and positioned on the valve but upon deployment, the clip would not release from the clip delivery system (cds). The delivery catheter (dc) handle could not be retracted 1 cm from the clip. The cds was noted to be curved more than 90 degrees. Trouble shooting was performed by accessing and attempting to remove the gripper lines but resistance was encountered and they could not be removed. The cds was un-straddled and the dc could then be retracted, the gripper lines detached, and the clip detached from the system and was successfully implanted. The procedure concluded with mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The reported difficult clip deployment and gripper line resistance could not be replicated in a testing environment as it was related to patient/procedural or operational circumstances. The reported difficult to retract the delivery catheter (dc) handle was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use warns ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. Based on the available information and return device analysis, the cause of the reported failure to follow steps was due to user technique (curving the clip delivery system (cds) more than 90 degrees as described in the mitraclip instructions for use (IFU)). This user error contributed to the other reported and observed issues. The cause for the reported difficult clip deployment, retraction problem of the dc handle, and gripper line resistance appear to be cascading effects of the reported user error. The observed deformation and scratches on the lock tabs are due to the troubleshooting steps performed as a result of procedural circumstances. Additionally, the observed corroded actuator coupler appear to be a consequence of post-procedural exposure to saline solution of the device post-procedure. There is no indication of product issue with respect to manufacture, design or labeling.na